Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient¿s cgm displayed 89 mg/dl; however, the patient was incoherent, disoriented and delirious. His spouse called emergency medical services (ems) and upon their arrival, a bg was performed which was 54 mg/dl. The patient was treated with IV glucose and IV fluids. Multiple finger stick bg were performed, and the paramedics left when the patient¿s bg was 165 mg/dl. The patient recovered at home and replaced the sensor later that day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.